Event description:
Boston scientific received information that during an elective device upgrade for normal battery depletion the set screws of this device were stuck on the right atrial (ra) lead and the right ventricular (rv) lead. It was reported by a non boston scientific representative that since the ra and rv leads were stuck in the header, they needed to be cut and replaced. The ra lead was explanted but the rv lead was capped. Both leads were successfully replaces with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.